Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter : during a laparoscopic nephrectomy, two endo retracts have failed and come apart inside the patient. The blades fell and had to find the missing pieces. The surgical time extended 30 minutes or more due to the product problem. The incision was also extended for more than 1 inch. Patient status: alive; no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Both blades were retrieved from the patient. They were removed via the laparoscopicports that were already in site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.